Event description:
It was reported that the ilet pump displayed no screen activity and did not respond to the wake button despite a solid green charging indicator and attempts with an alternate charger, consistent with a device power/display malfunction and no alerts. Symptoms included no clinical symptoms. Outcomes included no medical intervention, no hospitalization, and replacement of the device. Investigation included complaint documentation review and collection of device use information. Investigation of this case revealed the device did not power on and the display remained unresponsive, with no visible external damage reported. It was concluded, based on previously established findings for similar reports, that the event was related to a component failure affecting power or display function, with no patient injury.